Event description:
Initial reporter indicated that their handheld computer containing (B) (6) programming software keeps freezing after interrogation and is also performing slow. The software and handheld computer are in product analysis at manufacturer pending completion.